Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode with noise over sensing. The noise appeared like it might be diaphragmatic stimulation. It was recommended to follow up and try to recreate the noise. Also programming options were discussed and continue monitoring. The patient did experience pacing inhibition but as the patient is not dependent it was not greater than two seconds. Additional information was received from the field representative mentioning that the patient was seen in clinic and evaluated. The rv noise was not reproducible on isometrics and pocket manipulation. The rv sensitivity was also changed. It was recommended to continue home monitoring. No further changes at this time. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode with noise over sensing. The noise appeared like it might be diaphragmatic stimulation. It was recommended to follow up and try to recreate the noise. Also programming options were discussed and continue monitoring. The patient did experience pacing inhibition but as the patient is not dependent it was not greater than two seconds. The ICD remains in service. No adverse patient effects were reported.